Manufacturer narrative:
The ge service rep conducted an onsite investigation. The kv was adjusted, the generator was checked, and the filaments were calibrated. The system was tested and operates as intended.

Event description:
The customer reported that the kv was out of tolerance. No pt injury was reported.